Event description:
Doctor reported during implant placement at tooth site 46 the implant's connection stripped out, damaged, implant was removed. No other implant placed.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) boes506, (3i t3 short external hex parallel walled implant, 5mm(d) x 6mm(l)) for evaluation. Visual evaluation was performed, damage to the implant was identified. Its drive feature was damaged. DHR review was completed for the subject lot number 2023020071. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023020071 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: damaged other. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The implants drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.